Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was unavailable on the device. The usage of the device is unknown. Review of the system log file showed errors that point to an intermittent failure of the image detector. Fse replaced the flat detector controller and readjusted the longitudinal potentiometer. After replacement and repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, fluoroscopy was unavailable on the allura device. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.